Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the universal zimmer / hudson reamer attachment 250 rpm when performing the acetabular reaming during a hip surgery the attachment had felt down. No additional clinical information was received prior to this report.